Manufacturer narrative:
The evaluation revealed the set screwdriver from the gamma3 system to be the primary product. An investigation and a review of the manufacturing and inspection documentation (DHR) were not possible due to missing product and missing lot code. The root cause of the reported c-ring detachment could not be determined. The issue was detected during inspection; most likely the c-ring got detached due to rough handling or manually deforming during cleaning. The IFU includes that all instruments shall be handled with care; furthermore every instrument shall be checked prior every surgery. A more precise evaluation was not possible based on the minimal information. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Device was not received.

Event description:
The snap ring of the screw driver is missing.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The snap ring of the screw driver is missing.